Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis in (B)(6) 2016 with a high blood glucose level of over 600mg/dl. The customer felt low blood glucose levels as low as 21 mg/dl. The customer was vomiting blood prior to the hospitalization. The customer was treated for their blood glucose with manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the battery tube threads and minor scratches on the lcd window. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.